Event description:
This was reported as a venotomy closure of 3 access sites in the right common femoral vein (rcfv) after an a-fib procedure. Reportedly, one prostyle suture each was successfully deployed in the 8.5f and 10f access sites. However, with both devices, there were some difficulties upon removal as the feet would not close completely. After cycling the levers a few times and manipulating the devices, they were simply withdrawn without causing any vessel damage. The sutures from the same devices were used to achieve hemostasis in each site. The 3rd access site and was successfully closed without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty with the foot was not confirmed during functional testing. The reported difficulty could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The difficulty with the foot likely contributed to the resistance encountered during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.